Event description:
During a routine hemodialysis treatment, the caregiver experienced unrecoverable arterial pressure alarms and was unable to perform manual rinseback due to a clotted cartridge circuit, which resulted in a 210cc blood loss. No medical intervention was required.